Event description:
The following information was provided by the initial reporter: it was reported that the pump had a system failure and motor post error. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: complaint confirmed by testing the occlusion test and checking the alarm history. Verified that multiple check clutch errors were found.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a system failure motor post error. Complaint confirmed by testing the occlusion test and checking the alarm history. Verified that multiple check clutch errors were found. Device is repaired by replacing left and right clutch, clutch spring, worm coupling, and the motor to fix the check clutch errors. Replaced right plunger case because it was cracked. Also replaced plunger tube seal because it was ripped and added a cord retaining clamp because it was missing. Updated to v6.0.3. The main cause of customer¿s complaint was the worn-out clutch parts and the motor. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.